Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400+ mg/dl. The customer was treated for high blood glucose with bolus. The customer after the troubleshooting was performed feels like his insulin pump is malfunctioning. The customer has had high blood glucose for a week and wants the insulin pump replaced. The customer was advised that there are tests that we can do to make sure the insulin pump is working as designed. The customer stated that he would prefer just to have the device replaced. The customer insulin will be replaced.